Event description:
Pt reports she is having issues with current freedom pump. She has had it since 2017 and infusion was slowing down. Patient had no interruption in therapy nor missed a dose. No report of adverse event. Infusion was taking longtime since pump was slowing down. Defective pump is available for return & is being replaced. Serial number is unknown. No additional information was provided. Reported to (B)(6) by pt/caregiver.